Event description:
Boston scientific received information that during a device upgrade procedure, the physician experienced difficulty getting the right ventricular (rv) lead defibrillation lead into the new device header. The physician used saline solution and the lead was able to stay in the header with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.